Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure in 2008 with a 90%, slightly calcified lesion in the proximal circumflex. It was noted that the vessel was highly tortuous. A 6f guiding catheter was engaged to the lesion and then the lesion was pre-dilated. A 3.5 x 33mm cypher stent was being delivered, but it would not cross the lesion. Therefore, the guiding catheter was replaced for an 8f in order to re-deliver the cypher, however, there was difficulty delivering the cypher and it would not cross. The physician then retrieved the cypher and confirmed that the proximal end of the stent was flared. A different cypher was used to successfully complete the procedure. There was no patient injury reported. The physician did not indicate any anomalies prior to use.